Event description:
It was reported that a cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 33mm watchman laa closure device & delivery system (wds) were used. The device was positioned 3 different times and needed to be recaptured. The closure device was successfully positioned and released in the laa. After the procedure and later in the day the patient was noted to have cardiac tamponade symptoms. 300cc's of fluid were pulled off the patient. The patient was stable following this and is currently doing fine.